Event description:
The customer biomedical engineer (biomed) reported the external speaker at their philips information center ix (pic ix) was defective. The device was in clinical use. No adverse event or patient harm was reported.